Event description:
Device malfunction: failure to advance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the right femoral artery using a starclose se device after an interventional procedure. Reportedly, the thumb advancer failed to complete the thumb advancer step. The safety release was used to successfully remove the device from the pt anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.